Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device had error codes 260.4130, 260.4100, 260.4080. No patient involvement.

Event description:
It was reported, that the device had error codes 260.4130, 260.4100, 260.4080. No patient involvement.

Manufacturer narrative:
Customer confirmed, this device will not be returned for repair. Therefore, the customer¿s reported problem cannot be confirmed. The device was not returned to cad or the service depot for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported event of plunger issues was created to document the event, that the customer reported. The customer did not return the device for evaluation. A review of the device history record showed, the device had a manufacture date of 16aug2018. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue. H3 other text: no product returned.